Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley was difficult to deflate . The catheter was still in the patient at the time the complaint was reported due to staff awaiting order for surgery.